Event description:
The hcp reported that the patient developed redness, swelling, drainanage and pain of the device pocket site. Cultures were positive for staphylococcus aureus. The patient was treated with both oral and IV antibiotics and the device system explanted. The infection is reported as resolved.

Manufacturer narrative:
The device has notbeen returned to medtronic inc. For evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.